Event description:
According to the reporter, while performing anastomosis during the subtotal laparoscopy gastrectomy, at the moment of firing, it does not allow the passage of the reloading blade. There was also problem loading and unloading the device. The passage of the staples is visible but the blade does not activate. To resolve the issue, the user performed the step of another handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.